Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The ECG clinical data from the event was returned and evaluated. Evaluation identified for the analysis in question. A very high tachycardia rhythm (266 beats per minute). Any rhythm which exceeds 250 bpm during an analysis segment is considered shockable. Due to the rarity of rhythms which reach this high of a rate, we have added this rhythm to our database which is utilized to refine our analysis algorithms for continuous improvement. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.